Manufacturer narrative:
Information received suggests that the blood loss and transfusion was not directly related to oxygenator leak. Rather, the user elected to change out the entire circuit rather than follow the instructions for use which detail the steps for changing out the oxygenator. The user stated that it is easier to prime an entire circuit than to change out a component of a pre-connected circuit. Therefore, the blood loss and transfusion was a result of user's decision to change out entire circuit and event was not directly related to the oxygenator leak event. Product return and additional device and patient information has been requested. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional information is received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the device. The device was decontaminated and cleaned for performance testing. Pressure integrity testing was performed at three liters per minute with 23 psig of back pressure for ten minutes. During the pressure integrity testing a leak was observed from the fiber bundle. The device was cut apart, which revealed holes in some fibers directly behind the cardioplegia port. Although evaluation confirmed the fiber leak, the leak was isolated and would not result in significant blood loss. Rather, the blood loss that necessitated the blood transfusion was due to the health care professional performing a change-out contrary to the instructions for use (IFU). The IFU provides instruction on how to change out the oxygenator component within a circuit. However, the user elected to change out the entire circuit because it was easier for the user to prime the whole circuit rather than change just out the oxygenator. This circuit change out, and not the fiber leak, resulted in a higher amount of blood loss and the need to provide blood product to the patient.

Event description:
Medtronic received information indicating that a small puddle was observed on the floor at prime of this affinity fusion oxygenator, however after checking the circuit the source of the leak could not be determined. During the bypass case, the perfusionist observed a leak at the gas outlet of this fusion oxygenator, which the customer believed to be a fiber bundle leak. The bypass procedure was halted and the perfusionist changed out the device and circuit over the course of 25 minutes. In this time the patient was stable. After the circuit was replaced the bypass procedure was completed with no adverse patient effects. Additional information was received that the user elected to change out the circuit rather than just the oxygenator because it was easier to change out the pre-connected circuit than just the oxygenator. The patient received two units of blood to compensate blood loss due to changing the circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.